Manufacturer narrative:
One 8f swartz introducer and one 8f transseptal dilator were received fully engaged. Blood was confirmed on and inside of the returned introducer. The introducer was tested for leaks using 4.5 psi and submerging the introducer in water, a leak was detected at the valve. The hemostasis cap was removed and the seal was examined; a tear was observed at both ends of the manufactured slit. Review of the device history records confirmed this lot met mfg requirements prior to shipment. Functional testing of the returned introducer revealed a leak at the valve. Add'l inspection revealed the leak was caused by a tear at both ends of the manufactured slit. When or how the tears occurred was not determined. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.

Event description:
It was reported that a slight blood leak was noted from the hemostasis valve of the fast cath introducer during an ablation procedure. The fast cath introducer and the dilator were flushed separately with saline. The dilator was then inserted into the sheath until it snapped in place. The same process occurred with the needle. The needle was then flushed and inserted in the stylet. The physician pushed the wire, which was included in the slo package over a short sheath into the superior vena cava and then pulled the wire out. The brk needle was inserted, including the stylet into the dilator. Just before the tip of the needle left the dilator, the physician stopped pushing forward. The physician then pulled out the stylet and placed a syringe filed with contrast agent on the end of the needle. Then the sheath, dilator and needle were moved backwards until the dilator fell into the fossa ovalis. The puncture was then completed. After the puncture, the dilator and needle were pulled out of the sheath. The reflexion spiral catheter was inserted into the sheath. After the reflexion spiral catheter was inserted into the sheath, it was noted that blood was leaking out of the hemostasis valve. The physician exchanged the sheath for a new one and completed the procedure with no consequences to the pt.